Event description:
A malfunction alarm displayed with code malf 12 was reported, and a fault ID of 0x2071 was noted. There was no adverse impact to the customer's blood glucose level. Customer technical support (cts) provided pump reset information and assisted the caller in resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump while being instructed to call back if the malfunction reappeared. No further information regarding the outcome of the event was received.